Event description:
It was reported that during an unknown procedure, the staples were not formed properly and some unformed staples fell out at the third firing. The tissue was not stapled properly. Reinforcement material was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented that as the tissue had been thick, the tissue might not have been stapled properly.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(6). The device cut the target tissue properly. The analysis results found that three reloads were received in good visual condition and fully fired. No functional test was performed due to the condition of the reloads. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.